Event description:
It was reported that this right ventricular (rv) lead was suspected to have fractured due to exhibited high out of range impedances and loss of capture (loc). Fluoroscopy imaging performed was unable to confirm the suspected fracture. A lead revision was performed. The rv lead was surgically abandoned and was replaced with a new lead. No additional adverse patient effects were reported.